Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that an error occurred on arm 3. The tse reviewed the system error logs and confirmed that the error reappeared as soon as recovery was attempted. The tse had the user perform a hard restart, but this did not resolve the issue. The tse advised the user to disable the arm, after which the user continued with the case using the remaining 3 arms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
In the system logs, the 23094 error was found indicating encoder transition error on the usm pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23094 error was triggered indicating fault on the pitch axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where chip virtual absolute (cva) characterization was found to be failing on the pitch axis. Once testing was completed, the pitch cva flat flex cable (ffc) was tested and was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the pitch cva ffc within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.